Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the water temperature in the patient tank of the heater cooler system 3t could not be achieved during procedure. Upon functional check per pm guidelines, performances were found to be within specifications. There was no report of patient injury.